Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The report of auto-reducing was confirmed. Analysis of the returned lead b found a kink and a cam impression on the outer tubing where all internal wires were broken. The cam impression is consistent with the use of a swift-lock anchor and when a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the distal end of the anchor. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 3006705815-2023-02610. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.